Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation, foam degradation was observed in the device blower. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-08576 incorrectly with sections b5, d9, g3 and h3 it has been corrected in this report. Section b5 has been corrected and should be reported as: the manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged making loud noises, plastic coming out. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The motor impeller was cracked, along with the motor case. A non-conformant contaminant of a sticky and liquid contexture was found all over the motor and the blower enclosure.